Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak3117 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the suture broke 2 mm from the needle. The surgeon confirmed that no excessive tension was exerted. The procedure was completed with the same like device. There were no adverse patient consequences reported.